Event description:
The customer reported falsely elevated thyroglobulin antibodies (tgab) results, above the normal reference interval, for multiple patients, involving unicel dxi 800 access immunoassay system. This is report number four of thirteen. Subsequent testing produced results within the reference range. The elevated results were released out of the laboratory and questioned by the physician. There was no report of patient injury. There has been no report of change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) noted preventive maintenance (pm) was performed one week prior to the event. The fse cleaned the reagent nests. There were no system issues. The unit was in normal operation. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. All related medwatch reports: 2122870-2011-05202, 05203, 05204, 05271, 05272, 05279, 05280, 05281, 05282, 05283, 05284, 08285, 05286.